Event description:
The facility returned a cc4204a collamer aspheric single piece lens to the manufacturer torn. The facility reported the lens was "put on patient and it fell out". Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the lens was inserted and removed due to the lens flipped.